Event description:
Needle broke at the eye level when surgeon applied force on it and try to make it through the tendons. Impossible to found the free broken piece using an x-ray in the operating field.

Manufacturer narrative:
Evaluation of the needle confirmed that the distal tip has broken off. The break is located at the suture pick-up slot. Broken portion of the tip was not returned. Due to similar reported field issues CAPA (B)(4) has been opened to address a possible redesign of the needle and elite-pass suture shuttle. (B)(4)